Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous fistula (avf). A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The device was inflated five times at 10,24,10,24,10 atmospheres (atm) respectively. However, during the sixth inflation at 20 atm, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the mustang 6.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 10mm distal of the proximal markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 20mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous fistula (avf). A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The device was inflated five times at 10,24,10,24,10 atmospheres (atm) respectively. However, during the sixth inflation at 20 atm, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.